Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced a blood glucose (bg) level of 252 mg/dl. The user would address bg level with a bolus. The user changed the cartridge and resumed insulin delivery. It was unknown what the cause of the elevated bg was. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.